Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump, including the o-ring and pneumatic tap area. The customer successfully followed these instructions, completed the load process, and resumed insulin administration.